Event description:
Pt was revised to address spin-out. The knee was loose laterally.

Manufacturer narrative:
Eval was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records and complaint history were not provided. Although the exact root cause of the reported spin out could not be determined, published studies indicate that the incidence of bearing dislocation is very low and almost always attributed to improper flexion/extension gap balance. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.